Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section h4 device manufacture date. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-aug-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not properly configured. A technical support specialist (tss) dialed into the station and found that the ¿admission inactivity days¿ setting was set to 3 days, which filtered out older patient records. The tss guided the customer to temporarily increase the inactivity days to 14, confirmed that the patient became visible, and advised reverting the setting back to 3 days after the transaction to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es the patient name was not showing. The customer stated that there was a delay in accessing medication to patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es the patient name was not showing. The customer stated that there was a delay in accessing medication to patient. There were no adverse events or injuries reported based on this incident.